Event description:
It was reported that the patient implanted with this pacemaker system was connected to external monitoring equipment and there appeared to be inappropriate pacing spikes and suspected atrial loss of capture (loc). Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.